Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective reference and buffer valves. The fse replaced the reference valve and two buffer valves to resolve the issue. The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the generation of erroneously high sodium and chloride patient results on their au5800 chemistry analyzer. The erroneous results were released from the laboratory; however, there was no report of injury or change to patient treatment. The customer did not provide any data.